Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The reciver data log was downloaded and reviewed and a "shutdown receiver" at receiver high battery capacity within the investigation window was observed. A functional test was performed and passed. The receiver case was opened for internal inspection and passed. Battery measurements were taken and passed. The battery wrap was cut and inspected, and the ic chip was damaged/cracked. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.